Event description:
Allegedly, adverse soft tissue reaction to particulate debris side: r revision njr: (B)(4). Gender: f explanted: femoral stem, acetabular cup

Manufacturer narrative:
See investigation attached